Manufacturer narrative:
Product analysis: analysis determined the battery voltage was at 1.54 volts. An incoming test was performed on automated test system, passed. The unit was mechanically intact. The unit was cleaned and inspected. It was tested and calibrated on automated test system, passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for corrective maintenance/repair. No patient complications have been reported as a result of this event.